Manufacturer narrative:
Patient information was unavailable from the site. No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that the spine clamp broke. There was no impact to patient. There was a reported delay to procedure of a few minutes due to this issue.

Manufacturer narrative:
Additional information: event narrative. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on a more detailed account of what occurred. It was reported that the spine clamp broke when tightening it. When tightening it, the clamp would no longer clamp down and even though it was fully tightened, the clamp was able to be pulled off. There were no fragments that came off the clamp and nothing fell into the patient.